Manufacturer narrative:
The suspect product previously reported did not apply and has been corrected in the appropriate fields. The sample has been received and in-house evaluation is in progress.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported leaking trocars during a vitreoretinal surgery. There was no patient harm and a delay no longer than 1 hour. Additional information has been requested.

Manufacturer narrative:
One opened trocar cannula/hub assembly was received in a small parts tray for the report of leakage. The returned sample was visually inspected and found to be nonconforming with a hole and a cut in the septum. The final customer lot was identified. A device history record review for each of the components lots was conducted. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. It is unknown how or when the sample became damaged because it was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
Additional information received from the reporter. A new valved trocar was used to complete the surgery.